Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter is unlocked to mg/dl. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. Error numbers 1301, 0300, 0015, 0204, 0800, 0806 errors were found in the meter internal log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.